Event description:
Customer reported that pump unexpectedly displayed reset screen. There was no reported impact to the customer¿s blood glucose level. Technical support explained that the pump reset a microprocessor as part of a routine check to ensure performance. Customer acknowledged that pump functioned as intended and was informed about resetting insulin and device settings. Customer successfully resumed insulin usage.